Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error message. The customer's blood glucose was 331 mg/dl at the time of call. Trouble shooting was performed and found device had been stored and now giving a unexpected restart error. Customer states the device was stored or not in use for an extended period of time. The customer reported that the unexpected restart recurred after battery change. Advised the product experienced an unexpected restart. Advised to monitor the pump and call if issues recur. Additionally, customer has tried to fix the time on the insulin pump several times during the call and has been unsuccessful. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.